Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced intermittent oversensing on tachycardia and atrial fibrillation (af) episodes. It was reported that most detection was true, and oversensing was not always interfering with detections. The icm remains in use. No patient complications have been reported as a result of this event.